Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they noticed that the vasoview hemopro 2 did not work. There was no energy, no issues with the jaws. No beeping sound was heard when the toggle was pulled to activate the device. The hemopro power supply power setting was at 2.5. Everything was changed out (cord, power supply, adaptor cable) finally a new device opened. No harm to the patient.

Event description:
Endoleak type ia: the patient had undergone partial arch replacement including the brachiocephalic artery and the left common carotid artery. The planned procedure was zone 2 tevar with one de-branching. After de-branching, the first relay plus was inserted via the right femoral artery and attempted to be deployed just from zone 2. However, the stent-graft was swept distally by blood flow and unable to be placed at the intended location. Due to the long treatment length, the second relay plus was implanted to just above the celiac artery. At this point, it was already recognized that the proximal stent-graft was not placed at the intended location, so the third relay plus was implanted from zone 2 under rapid pacing. A minor endoleak type ia remained due to the reverse taper of the neck of the landing zone. However, because of the bleeding to some extent, the physician determined that there was a risk in further treatment and decided to embolize the left subclavian artery and end the procedure without post-dilation. This complaint is for the third relay plus implanted. Comments from the physician: since both stent-grafts had to be 46mm in diameter, the only option was to place the proximal stent-graft first and then the distal stent-graft. If rapid pacing had been applied from the beginning, the result would have been slightly different. First relay plus: (B)(6), lot# 1908280149 second relay plus: (B)(6), lot# 2107140310 operation type: tevar with one de-branching (tc#(B)(6)patient outcome - "there was no health damage to the patient."